Manufacturer narrative:
Upon previous receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump identified that the tubing had been cut down to the pump block and contamination was found within the pump. The pump passed leak testing, but the device was not functionally tested due to the contamination. Based on the information available, the reported observation was unable to be confirmed, and a conclusion of cause not established was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. The patient underwent surgical intervention to explant the ipp pump because the physician identified that the connecting tube to the pump was cracked. The patient improved, and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. The patient underwent surgical intervention to explant the ipp pump because the physician identified that the connecting tube to the pump was cracked. The patient improved, and there were no patient complications reported.